Event description:
Adult maxi-therm lite blanket leaking, large water spill on floor. Patient care interrupted. Patient remained febrile as cooling therapy interrupted. Blanket removed and sent for evaluation.